Event description:
The customer report alleges an intermittent problem where the drr's and coordinates do not match what was in mosaiq. The customer believes that the drr could have become 'shifted' when sent over to mosaiq. The pt was treated with initial plan for 27 fractions at 200cgy, per fraction. The customer did not run a plan to see the difference in dose. The report indicates treatment was delivered to the wrong site location.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.